Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited noise and oversensing that resulted in storage of two non-sustained ventricular tachycardia (nsvt) episodes. Pacing inhibition was observed for greater than two seconds. Additionally, during the oversensing on the rv channel, a lack of atrial pacing was observed at the same time. A health care professional (hcp) contacted technical services (ts) to inquire why atrial pacing was not delivered during the period of noise on the rv channel. Ts reviewed the stored episodes and confirmed noise consistent with myopotentials on the rv channel with pacing inhibition. At the same time, atrial standstill was observed and was felt to be due to the continual resetting of the vs timing not allowing the v-a to time out. No atrial pacing support was given as a result. Ts noted that sensing was set to automatic gain control (agc) on both channels at nominal sensitivities. The dynamic noise algorithm was suspected to have intermittently engaged, since there were times on some of the strips where the visible noise on the rv channel was not oversensed. The hcp suspected the noise was potentially related to electromagnetic interference (emi), however, ts discussed that since no noise was visibly present on the atrial channel, emi was unlikely. The root cause of the noise was not determined, and the hcp noted that the following physician was considering an rv lead revision. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited noise and oversensing that resulted in storage of two non-sustained ventricular tachycardia (nsvt) episodes. Pacing inhibition was observed for greater than two seconds. Additionally, during the oversensing on the rv channel, a lack of atrial pacing was observed at the same time. A health care professional (hcp) contacted technical services (ts) to inquire why atrial pacing was not delivered during the period of noise on the rv channel. Ts reviewed the stored episodes and confirmed noise consistent with myopotentials on the rv channel with pacing inhibition. At the same time, atrial standstill was observed and was felt to be due to the continual resetting of the vs timing not allowing the v-a to time out. No atrial pacing support was given as a result. Ts noted that sensing was set to automatic gain control (agc) on both channels at nominal sensitivities. The dynamic noise algorithm was suspected to have intermittently engaged, since there were times on some of the strips where the visible noise on the rv channel was not oversensed. The hcp suspected the noise was potentially related to electromagnetic interference (emi), however, ts discussed that since no noise was visibly present on the atrial channel, emi was unlikely. The root cause of the noise was not determined, and the hcp noted that the following physician was considering an rv lead revision. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that two additional episodes were stored due to oversensing of noise on the right atrial (ra) and right ventricular (rv) channels resulting in pacing inhibition. It was noted that one of the episodes occurred while the patient was having their teeth cleaned with an ultrasonic scaler. The root cause of the noise in both stored episodes was felt to be related to electromagnetic interference (emi). Monitoring will be continued. No adverse patient effects were reported. This device remains in service.